Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Addendum: cec adjudication minutes of (B)(6) 2012 were reviewed. The committee has determined that the patient experienced a peri-procedural mi on (B)(6) 2009 based on the post elevated enzymes. Complaint conclusion posts adjudication: the complaint received states that this (B)(6) study patient suffered a peri-procedural mi and coronary artery occlusion during the index procedure. This is a (B)(6) male with medical history including recent mi with pci (B)(6) 2009, dyslipidemia, hypertension, diabetes and current smoker. The indication for the index procedure was angina. Angiography revealed a 80% stenosis in the mid lad. In (B)(6) 2009, the index procedure was performed for treatment of one target lesion. Pre-dilation and single study stent implantation were completed successfully. The core lab reported a 12% residual stenosis, no dissection and timi 3 flow. The site reported that the procedure was complicated by a septal perforator occlusion that was not treated. The core lab reported a 31% residual stenosis, no dissection and timi 3 flow. Pre-procedure at 10:35, the ck was 94, the ckmb was not performed and troponin was 0.017. Post procedure the ck was 96, the ckmb was 3.4 and the troponin was 0.589. The next day the ck was 108, the ckmb was not performed and the troponin was 1/182. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The core ECG lab report is unavailable. Additional source documentation was requested from the site; however, the site responded "reviewed by pi. No peri-procedural mi experienced. No source will be sent." The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that during implant of a coronary artery stent a side branch became occluded. The patient's medical history is significant for angina, pci ((B)(6) 2009), hyperlipidemia, hypertension, lvef (normal), myocardial infarction ((B)(6) 2009), diabetes mellitus (type 2), smoking and arthritis. The indication for the procedure was a lesion found during a previous catheterization. The target lesion was the mid left anterior descending artery (lad). The lesion was described as 80% stenosed and de novo. The lesion was pre-dilated followed by the implant of a 2.75mm x 18mm cypher stent at 14 atms. The stent was not post-dilated and the reported residual rate of stenosis was 0%, but side branch occlusion was noted. The severity of the event was considered mild and no treatment was provided. The event resolved without sequelae. The event was evaluated and determined to be probably related to the index procedure, but unrelated to the cordis stent. Sixteen to twenty-four hours post procedure, it was noted that the patient's troponin had increased, troponin I 1.182, the troponin I upper limit 0.06 ng/ml. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion is a known potential adverse event associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the events

Event description:
As reported by (B)(4) study, post placement of the study stent, a side branch occlusion occurred. The patient is a (B)(6) male who was enrolled in the (B)(4) study. The reason for intervention was an 80% stenosis found by coronary angiography in the mid left anterior descending (lad) artery. The lesion was de novo. The lesion was pre-dilated and a cypher (cxs18275/lot 15037587) stent was deployed in the lesion at 14 atmospheres. The stent was not post-dilated. After stent placement it was noticed that a side branch occlusion occurred. The septal perforator branch had occluded. The severity of the event was considered mild. There was no treatment given. The event resolved without sequelae. The event was evaluated and determined to be probably related to the index procedure, but unrelated to the cordis stent. Sixteen to twenty-four hours post procedure, it was noted that the patients troponin had increased.